Event description:
It was reported that they had a hard time getting their implanted neurostimulator to charge since friday. Patient said they would charge their implanted neurostimulator for a minute or two, but then the controller would say no device found. Patient then said it took 2-3 hours to charge the implanted neuro stimulator. Patient mentioned they charged twice a day. Patient had tried resetting the controller, but reset did not resolve issue. During the call, the patient inspected the recharger antenna cord and noticed the cord was frayed and wire was exposed. An email was sent to the repair department to replace the recharger. Patient called back stating they called earlier since they had problems getting the ins to charge so they were going to get a new rtm cord. But now when trying to use it their controller with nothing plugged in today they got no device found even after resetting the controller. Pt said the ins was charged and they turned stimulation off yesterday. Pt was trying to get stuff done but their pain was back. During call pt attempted to recharge the ins and the ins battery was at 100%. Pt then tried connecting to the ins without the rtm cord plugged in and got no device found. They could only connect if the rtm was plugged in otherwise they got no device found. A replacement controller was sent out. Pt got replacement controller and is getting no device found. Pt says they have been trying prm for an hour with no success. During the call they unplugged rtm and started over with a charge session. They get 100 for the high number, and when they pulled rtm away from ins the numbers went down to 32, as expected. After about 6 minutes, pt (patient) reports that its still in prm mode. Pt denies that implant has moved or shifted. At the end of 10 mins, prm was unsuccessful. Pt mentioned that when they first plugged the new rtm into their original controller, it was almost stuck in there and was hard to pull out. A replacement recharger telemetry module (rtm) was sent out. Patient called back again and stated they're still not charging their implant properly. Patient stated they know the implant is charging because the green light is flashing, but they can't get it to show where they can adjust things. Patient was trying to recharge at the time of the call and was seeing no device found. Patient entered passive recharge mode and saw 98-98-98. Agent had patient verify they were using the correct recharger. Patient noted they've gone through passive recharge mode 100 times and just keep doing it for like an hour at a time to where they know it's recharged. Patient stated that they know I t's charging the implant because this morning they were able to see the batteries screen and the implant was 100%. Patient confirmed they were able to turn stimulation on. Agent had patient disconnect the recharger and try to connect to the implant using just the controller; patient saw no device found. The patient was redirected to their healthcare provider for in person troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.